Event description:
It was reported that during a laparoscopic procedure, the draping was burned. While using a 300w light source and a 10mm laparoscope, the scope was placed down on the drape and the distal point of the scope ended up burning the drape. Light output was up to 100%. There was no adverse affect to the patient.